Event description:
Pt had arthroscopic shoulder surgery. Painbuster unit catheter was placed in the right glenohumeral joint. On pts first postoperative visit to surgeon's office, an attempt was made to remove the catheter. In doing so a portion of catheter broke off and retained in the joint.

Event description:
Pt had arthroscopic shoulder surgery. Painbuster unit's catheter was placed in the right glenohumeral joint. On pt's first post-operative visit to surgeon's office, an attempt was made to remove the catheter. In doing so, a portion of catheter broke off and was retained in the joint.